Event description:
E for m corp. Cardiology products div. 9221 quivira rd, overland park, ks 66215-3905. It is e for m corp's opinion that the complaint is not based upon known facts or factual comparison of the product's architecture, design, or intended use. E for m corp can only assume that the misleading letting in question was from medika, addressed to hellige, and was a precautionary action taken by medika to establish the 510(k) status of the products and to insure that only those products with the proper clearance were offered for sale.